Event description:
It was reported that "it was kinked at third-two point of the wire." The issue was found before use on a patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. **UDI related data quality updates only**. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "it was kinked at third-two point of the wire." The issue was found before use on a patient.

Event description:
It was reported that "it was kinked at third-two point of the wire." The issue was found before use on a patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire and catheter from an sac kit for analysis. The guide wire tubing and the pouch were not returned for analysis. No definite signs of use were observed on the returned components. Visual analysis revealed that the guide wire was kinked around the middle of the extrusion. Microscopic examination confirmed the damage. Visual analysis could not be performed on the protective guide wire tubing nor the packaging as they were not returned. The kink on the guide wire measured 132mm from the distal weld. The guide wire total length measured 350mm, which is within the specification limits of 345mm-355mm per the guide wire product drawing. The guide wire outer diameter measured 0.510mm, which is within the specification limits of 0.508mm-0.533mm per the guide wire product drawing. Functional inspection of the guide wire was performed per the product instructions for use, which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide". The guide wire was passed through the returned 22 ga catheter. The functional areas of the guide wire were able to pass completely through with no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed based on the lot# of the sample received, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: use of excessive force may damage catheter or guidewire." An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage; however, visual analysis could not be performed on the returned lidstock as it was not returned. The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. A kink was observed on the guide wire body; however, visual analysis could not be performed on the pouch/lidstock or protective tubing as they were not returned for analysis. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The appearance of the kinking is consistent with damage due improper storage/shipping; however, this cannot be verified without the packaging also returned for analysis. Teleflex will continue to monitor and trend for complaints of this nature.